Manufacturer narrative:
A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 04-jun-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device of this incident, it was determined that the drawer 4.2 had failed. A field service engineer (fse) shut down the station, located all cable connections to drawer 4.2, and proceeded to re seat all cable connections issue was resolved. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary drawer 4.2 was not detected on the bus. The drawer was unplugged and the device was rebooted. The lights appeared on the card, and attempts were made to recover it, but nothing happened after the drawer opened. The system allowed an attempt to recover the cubies, but no action occurred. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.